Event description:
The customer reported the 9900 system had grainy images. No patient injury was reported.

Manufacturer narrative:
The service rep the majority of the cases were in manual brightness mode. He recommended auto brightness is used. He replaced the cine bridge, cine hard drive, image processor, video controller and display adapter. System functions as intended.